Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported confirmed complaint of "damage" through visual inspection of battery compartment. Compartment is cracked and requires replacement. Replaced battery compartment to resolve issue. The visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal was torn and required replacement. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.the probable cause of the reported problem unknown.

Event description:
The device evaluation identified damaged downstream occlusion seal was torn. There was no patient involvement.